Event description:
On (B)(6) 2013, a nurse reported that a patient had high impedance during diagnostics. The patient¿s device was disabled. It was not believed that trauma was a cause for the impedance. Attempts for additional information have been unsuccessful. Review of programming history shows diagnostic history through (B)(6) 2010 were within normal limits. A battery life calculation was performed with results of 1.39 years remaining. Surgery is likely but has not taken place.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a death or serious injury.